Manufacturer narrative:
(B)(4). Analysis description: failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil at 7.7cm to 7.9cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.